Event description:
It was reported that following the implant procedure, it was determined that the patient had developed a small right-sided pneumothorax. This was determined to be implant procedure related. No actions were taken, and the device remains in use. The patient is part of the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.